Event description:
The patient's caregivers reported that a feeding pump delivered an entire bag of enteral formula via g-tube overnight. The feeding had been programmed according to the prescribed schedule. Upon awakening, the patient was noted to have experienced projectile vomiting, and the formula bag was found empty. Due to the patient's condition, evaluation was completed in the emergency department. G-tube- gastrostomy tube.